Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewa0409 showed no other similar product complaint(s) from this lot number.

Event description:
The patient was treated with vancomycin and meropenem, started on tpn, and a wire guided arterial line was placed in the right radial. A right ij triple lumen cook min/rif was placed. Six days later bard powerpicc 5f 32cm. The next day the patient lost consciousness when he got out of bed to use the bathroom. The patient was found to be hypotensive, tachycardic, and oxygen saturation was 88%. He was intubated, and had progressive hypotension that was unresponsive to levophed and vasopressin. He became bradycardic and unresponsive to atropine. He progressed to pea arrest. During the resuscitation attempt the following drugs were given: epinephrine, vasopressin, amiodirone, ca, sodium bicarb, IV fluids. An additional central venous catheter was placed in the left ij during the resuscitation. The patient was defibrillated for v-fib. Autopsy showed unexpected finding: presence of foreign material emboli in the small and medium sized pulmonary arteries. Per the pathologist "much of the material had the histological appearance of hydrophilic gel which coats catheters used for line placement. The cause of death is attributed to multiple scattered emboli within the distal pulmonary arteries."